Event description:
It was reported that an inflatable penile prosthesis (ipp) device was removed due to fluid loss in an unknown location. A 15cm x 12mm lgx ipp device and a 100 ml conceal reservoir were implanted. No further patient consequences were reported in relation to this event.